Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Reportedly, the paramedics were called to address the elevated blood glucose level. A manual insulin injection was administered to address bg level. The customer was able to successfully charge the pump using a secondary tandem provided usb cable. The customer declined further troubleshooting with tandem technical support.